Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). Other device used: catalog #65771101100, zimmer m/l taper stem, lot #60876615 manufactured by zimmer inc. (B)(4) - remains implanted. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to pain and slightly elevated cobalt levels. During the revision, a large pseudo tumor was removed, revealing some soft tissue damage.

Manufacturer narrative:
The femoral head was returned for review. Damage on the head rim is consistent with extraction damage. The outer spherical, articulation surface noted scratches. Dark debris was noted on the conical taper. Dimensional measurements conform to print specifications, where measured. Device history records for the lot code associated with the stem and head were reviewed. No deviations or anomalies were noted in the manufacturing process. The stem was not returned for further evaluation as this remains implanted. The reported devices are used for treatment. Scanning electron microscope images confirmed the presence of dark debris on the femoral head taper. Energy-dispersive x-ray spectroscopy elemental analysis of the debris on the head taper surface was performed. The debris on the head taper primarily consisted of elements carbon, oxygen, sodium, aluminum, silicon, phosphorous, calcium, titanium, vanadium, chromium, cobalt and molybdenum. This has been a common element breakdown of the black debris found in hip femoral corrosion events. The devices were used in an approved and compatible combination. Review of the complaint history indicated no prior complaints for the part-lot combinations associated with the head and stem. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided.